Event description:
Reporter indicated a normal mode diagnostics test at the office visit resulted in a high impedance reading indicating a possible device malfunction. It was also reported that, the patient was experiencing an increase in seizures. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.